Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21258. It was reported the patient's ipg site had drainage. Upon evaluation, the physician determined the ipg and lead sites were infected. The patient was hospitalized wherein the entire scs system was explanted. The exact date of explant is yet to be determined.

Manufacturer narrative:
Section has been updated with the explant date. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21258. Follow-up identified the explant occurred on (B)(6) 2015. The patient's infection has reportedly resolved.